Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this right ventricular (rv) lead was thoroughly inspected and analyzed. This lead was returned severed in two segments, with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix, which is normal for active fixation leads. Visual inspection noticed deformed coils (bend in the lead) approximately 295 millimeters from the tip, which is consistent damage when the stylet is bent while inserted in the lead. Testing was completed to assess lead electrical performance. Measurements were within normal limits. X-rays of lead terminal area revealed the conductor coil is deformed at the distal end of the terminal pin, consistent with over torque of the coil while extending and retracting the helix. Laboratory analysis was unable to reproduce the clinical observation of high pacing impedance measurements, based on normal lead resistance measurements and inspection which showed no conductor discontinuities. However, the insertion difficulty allegation was confirmed based on a stylet insertion failure near the distal end of the terminal pin.

Event description:
It was reported that high impedances were noted on this right ventricular (rv) lead during the implant procedure. Repositioning was attempted, however resistance inside the lead made the stylet more difficult to advance. Subsequently, a new rv lead was successfully placed. In order to maintain venous access, the attempted lead was cut at the terminal end, however both parts of the lead are expected to be returned to boston scientific for analysis. This rv lead was eventually returned. No adverse patient effects were reported.

Event description:
It was reported that high impedances were noted on this right ventricular (rv) lead during the implant procedure. Repositioning was attempted, however resistance inside the lead made the stylet more difficult to advance. Subsequently, a new rv lead was successfully placed. In order to maintain venous access, the attempted lead was cut at the terminal end, however both parts of the lead are expected to be returned to boston scientific for analysis. No adverse patient effects were reported.